Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod. The patient had a large meal and then lost consciousness for a short time. The patient's spouse assisted the patient and did not go to the hospital. The patient administered a bolus and was waiting for it to correct their glucose levels.